Manufacturer narrative:
The investigation could not draw any conclusions about the reported device loosening; however, provided information stated device mal-positioned alignment and sizing were contributing factors. A search of the complaint database did not show any other reports against the manufacturing lots. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Patient revised to address aseptic loosening. Found fem component had no ingrowth, notched, and malpositioned. Tibial component undersized and removed with a couple taps.